Manufacturer narrative:
H3: device evaluated by manufacturer - yes. H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 12/31/2007, however the correct date is 06/27/2007. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Age, weight, ethnicity, and event date: unknown/ not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery and after the flap creation of the left eye (os) it was noticed that there was an incomplete flap. There was no surgical or medical intervention required. There was no loss of vision. A bandage contact lens (bcl) was placed. Patient will return for photorefractive keratectomy (prk) at a later date.